Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has a recurrent skin reaction that forms a blister, itches and has a burning sensation near the ipg pocket site. The implanting physician prescribes antibiotics and it clears with time. A patient contact materials kit has been sent to the patient's physician to test for an allergic cause.

Event description:
Follow up information identified patient has been referred to an allergist for care of the issue.